Event description:
The device was in a power-on-reset condition. The pt last recharged and felt stimulation 1.5 months ago. She went through a security wand about 2 months ago. She had a dental x-ray the week of the complaint. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).